Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the handle of the tap/reamer (part number 357.430, lot number pe01862). The subject device was returned with the complaint condition stating the returned part shows some surface wear. The threads are in good condition and the measurement markings are all visible. The handle is broken off from the shaft at the weld. The handle is fully intact and the shaft is fully intact. This complaint is confirmed. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Visual inspection, dimensional test, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. The returned instrument is used during the screw option of trochanteric fixation nail (tfn) implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and is used for tapping the femur prior to inserting the helical screw. Drawings were reviewed. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The outer diameter (od) of the shaft that mates with the handle measures 10.80mm, this is not within the specification of (10.80mm -0.01/-0.03). Because the usage of the device post manufacture is unknown, it is unable to be determined whether the measurements are reflective of the state of the device at the time of manufacture. An oversized od of the shaft would not contribute to the complaint condition because an oversized shaft would create additional interference between the handle and the shaft. Inner diameter of the handle that mates with the shaft measures 10.81mm, which is within the specification of (10.80mm +0.018/-0) a review of risk assessment found the risk specific to the complaint condition adequately addressed. No definitive root cause was able to be determined with the available information. The root cause of this complaint condition is most likely due to application of excessive torque or wear due to repeated use over the life of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 357.430, lot pe01862: release to warehouse date: may 03, 2013. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the handle sheared off the shaft on the tap. This happened intra-operatively during an initial procedure. There was no delay to the surgery time; the procedure was completely successfully with no fragment of the device left in the patient. No patient harm was reported; the patient outcome was reported as fine. This is report 1 of 1 for (B)(4).